Event description:
1) false claims: epitope diagnostics claims storage conditions at 2-30 degrees celsius, but admits that device only works if stored at 2-8 degrees celsius. 2) products are very often defective. There is no fluid flow to initiate the test when components are put together. 3) high number of false positive results.